Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after review of the study, the capsule detached shortly after placement. Physician confirmed the placement and capsule fell off shortly after. There was no harm to the patient. The procedure will need to be repeated with additional anesthesia.

Manufacturer narrative:
Additional information: correction: device evaluation the accuview graph from the study was returned for evaluation. The ph capsule transmission value in the beginning of the study dropped below 4ph. At one point in the study, the capsule signal disappears. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before beginning of the study. Recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged. Capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after review of the study, the capsule detached shortly after placement. Physician confirmed the placement and capsule fell off shortly after. There was no harm to the patient. The procedure will need to be repeated with additional anesthesia.